Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported device alarm air in line was not reproduced during evaluation. A review of the event history log identified air in line but were not determined if the alarms were true or false. The cause was determined to be the upstream sensor flex tail pins to be cracked. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.the device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 345 alarms. Service evaluation verified the system error 345 alarms. The cause was identified to be a failed upstream sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no patient involvement. No additional information is available.